Event description:
It was reported that during a hip procedure, the patients femur fractured while attempting to implant the stem. The surgeon used a micro stem and placed cables to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). 110010243 ¿ g7 shell ¿ 65346043, 30103604 ¿ g7 vit e liner ¿ 65338039, 00625006530 ¿ bone screw - j7263653, 00625006530 ¿ bone screw - j7263667, 00877503601 ¿ biolox femoral head ¿ 3111466, 00223200418 ¿ cerclage cable ¿ 64927345. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; g3; g4; h2; h3; h4; h6 h6: component code mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined, it was noted that a potential use error occurred however its unknown what that use error was. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.